Manufacturer narrative:
The hill-rom technician found bed was not zeroed prior to placing the pt. Per the hill-rom user manual: zeroing the scale: the bed must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before zeroing. To activate: press the enable control; press and hold the zero control until 00.0 is shown (hold will be displayed until 00.0 is displayed), and then release the control. Note: after releasing the zero control, the scale display will show "calc". Do not touch the bed until th e display stops flashing "calc" and shows "0.0". The maximum displayed weight of 500 lb (227 kg) will be reduced if more than 20 lb (9 kg) of equipment is zeroed on the bed. If 50 lb (22.7 kg) is on the bed when zeroed, the maximum displayed weight will be 450 lb (204.1 kg). The scale display will blink the bed weight when the maximum weight is exceeded. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2002 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed out the bed and in-serviced the staff to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom the account alleged the bed exit alarm was not working. The bed was located at the account in the hall. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).